Event description:
Customer¿s father is calling to report that the pump shuts off without error. Since (B)(6), the battery has been changed 3-4 times due to the pump shutting off. Agent and father checked error data and did not find any battery low or battery empty errors. No adverse event alleged. A request was made for the return of the device.